Manufacturer narrative:
Corrected data: explanted date should be (B)(6) 2019 in initial medwatch report. Event- "patient states problem is not resolved although surgeon reports all medical assessment is normal" should be included in the initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Age, weight, ethnicity, race: unk. Date of event: unk. Product code: unk. Expiration date, implant date, explant date: unk. Reporter, occupation: unk ((B)(6) complaint). PMA/510k: product manufactured but not sold in the u.s. Manufacture date: unk. (B)(4).

Event description:
A (B)(6) complaint was received. Patient states they had icl surgery on the right (od) eye. The patient states they had a fixed, dilated pupil, glare, halo, double vision, high vault and hyperopia due to overcorrection. The lens was exchanged with a shorter lens but the problem was not resolved. See MFR report# 2023826-2019-01024 for case continuation. The associated surgeon states that the patient "talk nicely" and "no unhappy manner during communication." It was also found that "she has had depression symptom health record."